Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified shaft distal tip is fractured. Fractured piece(s) were not returned with the device. Wear marks are noted around the circumference just above the fracture location. Scratches are present on the proximal end and shaft from previous uses. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the positioning guide rod tip fractured off and wouldn¿t engage shell inserter through the guidepost. The rod was broken upon opening the tray. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.